Event description:
The facility reports the resident was being taken out of the bed with the encore to go to the toilet. On the way to the toilet, the wheel broke off spontaneously. The lift was hanging over to the left side. The resident was not in the condition to notice the discomfort. There were no injuries to the resident.